Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed high, out of range (oor) shock impedances. The values appear fairly stable but elevated. A lead fracture was discarded. Increasing the upper limit value for oor and continue monitoring was recommended. If the shock impedance exceeds the 150 ohms values, a reevaluation and a commanded shock was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.